Manufacturer narrative:
The stent delivery system and the stent were removed with the guide catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). If information is provided in the future, a supplemental report will be issued.

Event description:
An endeavor resolute rx coronary drug eluting stent was used to treat a patient who had coronary atherosclerotic heart disease. It was reported that during the surgery the stent was noted to be dislocated. Another endeavor resolute device of the same batch number was used to treat the lesion. The operation was successful. No patient injury was reported. The physician assessed that the event was not a product quality issue, and that the event was caused by severe calcification of the patient.